Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility the phenomenon which could not displayed the image on the subject device was attributed to the printed circuit board failure of the subject device due to the deterioration by the passing more than 5 years since manufacturing the subject device. And also there was the possibility the phenomenon which was the damage of dvi input connector was attributed to the external force applied to the connector of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure of the subject device might have caused the reported phenomenon. Also it was found that dvi input connector was damaged. There was no patient injury associated with this report.